Event description:
Two weeks after treatment under the eyes and upper lip with juvederm ultra, the physician noted that the product migrated from under the left eye to the left side malar area. The physician prescribed oral cephalexin and medrol. The physician stated that this symptom has since resolved and was probably not product related. Follow up with the physician noted that the physician observed that this pt had an inflammatory response which resolved. Additionally, the pt has reported to the physician swelling under the eyes but is unsure of resolution at this time.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical (extrusion force) and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications.